Event description:
The customer reported to olympus, the xenon light source had b30 errors with multiple scopes. The issue was found at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a cracked front panel, a faded caution label, and the lamp life was 100 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the xenon light source had b30 errors with multiple scopes. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with no delay using the same device. There were no reports of patient harm.